Manufacturer narrative:
Investigation summary: bd received a photo for investigation, which shows a tube with a defective molded part. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿, the stopper of one tube was found to be abnormal. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that prior to using bd vacutainer® sst¿, the stopper of one tube was found to be abnormal. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.